Event description:
It was reported that the insulin pump had a keypad anomaly. The caller stated that the user had high blood glucose and changed the entire set. The caller stated that when he tried to set up a bolus, the numbers kept scrolling without any input from the user. He noted that there was no alarm that occurred and treated with a manual injection. The caller noted that the insulin pump may have been exposed to sweat. The customer's blood glucose was 240 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.